Event description:
It was reported that during a breast biopsy, using a 14g biopsy needle, the needle became stuck in the tissue. The physician did not use a coaxial. Reportedly, the patient experienced some discomfort. In order to release the needle, the driver was opened. It took less than a minute. The procedure was completed using a different needle. Per the physician, there was no hematoma following procedure. No patient injury reported.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The sample was not returned, therefore, an evaluation could not be done. The current instructions for use (IFU) for this device states: begin tissue sampling by pressing the "multi-function" button. The sampling process proceeds automatically: a vacuum is created, the outer cannula of the probe is automatically retracted and the tissue is drawn by vacuum into the sampling chamber. The tissue is cut using both side walls of the sampling chamber and the rotating outer cannula of the probe. Note: the cutting action oscillates the probe tip approximately 2mm distal from the starting location. Note: after the tissue sampling, cycle has been completed (green indicator light "acquire sample" no longer blinks), remove the probe from the breast. Based on the information received, the results are inconclusive and the root cause of the event is unknown.